Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the jaws would not open. 06/05/1998 no further info was available. There was no consequence to the pt.